Event description:
It was reported that this pacemaker reached explanted status after review of recent home monitoring transmissions to their health care facility. The health care professional (hcp) placed a call into technical services (ts) for replacement window timeframe recommendations. Upon review, ts noted that this device was depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reached explanted status after review of recent home monitoring transmissions to their health care facility. The health care professional (hcp) placed a call into technical services (ts) for replacement window timeframe recommendations. Upon review, ts noted that this device was depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.